Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument produced a false positive result. Confirmatory testing was performed on a backup instrument with the result coming back as negative. There was no indication that results were reported to clinicians, and there was no report of patient impact. Assays used: sars-cov-2 the following information was provided by the initial reporter: "customer claim their yesterday the entire run flagged positive on this instrument they re-run the sample on backup instrument and half of it was negative they claim have run environmental control last week with no issue customer tried to check on the environmental controls now their liquid head and the front area is coming back positive" "the first contaminated run was done 2 days ago resulting in all 24 patient samples pos for covid. These samples were re-tested on cepheid, and 14 out of 24 were negatives. Customer was not present on the site (she is a weekend supervisor), and she learned that 4 additional runs were done after the contaminated run without cleaning the instrument. Customer will pull all the positives from those 4 runs, and re-test them on their cepheid." "The em today showed contamination on 3 points inside the instrument, including pipette head and pcr tray, and the outside are where the racks are usually set."

Manufacturer narrative:
H6: investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "environmental contamination". Customer reported that their entire run came out positive and when they reran the sample on their back up instrument, half of the runs were positive. Customer performed em and found positive results on their liquid head and front area. Customer cleaned the inside of the instrument, their lab, work bench, and the exterior of the instrument. Customer performed em and received negative results. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 19dec2017 and other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be returned for investigation, therefore returned sample analysis was not performed. Root cause is determined to be due to workflow. Complaint is unconfirmed as the contamination is not instrument related. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument produced a false positive result. Confirmatory testing was performed on a backup instrument with the result coming back as negative. There was no indication that results were reported to clinicians, and there was no report of patient impact. Assays used: sars-cov-2. The following information was provided by the initial reporter: "customer claim their yesterday the entire run flagged positive on this instrument. They re-run the sample on backup instrument and half of it was negative. They claim have run environmental control last week with no issue. Customer tried to check on the environmental controls. Now their liquid head and the front area is coming back positive." "The first contaminated run was done 2 days ago resulting in all 24 patient samples pos for covid. These samples were re-tested on cepheid, and 14 out of 24 were negatives. Customer was not present on the site (she is a weekend supervisor), and she learned that 4 additional runs were done after the contaminated run without cleaning the instrument. Customer will pull all the positives from those 4 runs, and re-test them on their cepheid." "The em today showed contamination on 3 points inside the instrument, including pipette head and pcr tray, and the outside are where the racks are usually set."